Manufacturer narrative:
Complete initial reporter name: (B)(6). Brand name: tigerpaw pro left atrial appendage closure device 35mm. The device will not be returned to the manufacturer to complete an evaluation. If additional information is provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use of the tigerpaw pro (tpp), the physician successfully deployed the device. Following deployment, it was determined that there was bleeding from the left atrial appendage (laa) adjacent to the clip. The physician addressed the bleeding/ tear with pledgeted suture and completed the off-pump coronary artery bypass (opcab) procedure with no complications. Product will not be returned for evaluation.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported that during use of the tigerpaw pro (tpp), the physician successfully deployed the device. Following deployment, it was determined that there was bleeding from the left atrial appendage (laa) adjacent to the clip. The physician addressed the bleeding/ tear with pledgeted suture and completed the off-pump coronary artery bypass (opcab) procedure with no complications. Product will not be returned for evaluation.